Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was found that the right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. It was noted that the shock impedance had previously been stable around 100 ohms. The patient was brought in for defibrillation threshold (dft) testing and would not convert with two shocks. The patient was externally rescued. On both shock attempts a code 1005 displayed which indicated the device had shocked into an open lead condition from high out of range shock impedance measurements. An insulation breach was viewed under fluoroscopy during the dft testing. A revision procedure was then performed where a lead fracture was confirmed via fluoroscopy. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.